Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an interventional pulse field ablation (pfa) procedure. The suture of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8fr sheath and the pfa procedure was completed. Reportedly, post procedure, during suture management, a suture break occurred with one device, resulting in the suture to become undone. A figure of eight stitch was used as a standard technique from the physician, along with the pre-placed prostyle suture, to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation during knot advancement was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case a material separation occurred while pulling the plunger. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.